Manufacturer narrative:
Known inherent risk of device.

Event description:
Patient had the third reherniation and experienced continuous pain. Patient had a discectomy, then had barricaid implanted. The barricaid was removed on (B)(6) 2021 and fusion procedure was performed on patient.